Manufacturer narrative:
The reported event was confirmed. Evaluation of the autopulse platform (sn (B)(4)) during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. The autopulse platform (sn (B)(4)) is a reusable device and was manufactured on 06 jan 2009. It has exceeded its expected service life of 5 years and is 9 years old. The device has not been sent to the manufacturer for regular preventive maintenance. As part of routine service during testing, the device was examined and found no physical damage. After replacement of the processor board, the device was further tested and passed full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During training, the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message. No patient involvement.